Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was not possible to verify the motion sensor test failure and motor position encoder error alarms due to constant motor error alarm. Device was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure, motor position encoder error and motor error during rewind. The device was not exposed to a magnetic field. The drive support cap appears normal. Device passed the displacement test. Blood glucose value was 8.4 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.